Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance after a recent vns generator replacement surgery. Vns diagnostics during the replacement surgery were normal per the reporter. X-rays did not identify any anomalies per the reporter and the patient has had no trauma and does not manipulate the vns. The vns was not disabled at the reporter's discretion and the patient continues to be asymptomatic. A surgery consult is scheduled for (B) (6) 2009 and revision surgery is likely.